Event description:
It was reported to resmed (B)(4) that an astral device's external battery loses connection with device. There was no pt harm or injury reported for this incident. MFR # 3004604967-2015-00242.